Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: on (B)(6) 2012, inratio: 3.9, 4.6, coagucheck: 5.1, 5.7, lab: 6.6; (B)(6) 2012, 1.9, 4.3. Compared to coagucheck minutes apart. Also, had venipuncture for lab taken within 1 hour after testing on meters. Therapeutic range 2.0-3.0. Stopped taking coumadin on 10/24 because of coagucheck result of 6.8. Recently taken extra strength tylenol for a few days because of arthritis. Caller has tested her husband (non-coumadin user) and obtained 0.9 inr result.

Manufacturer narrative:
Investigation pending.